Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. The customer changed the tubing and resumed insulin delivery. Reportedly, the customer did not remove air from the cartridge prior to filling it with insulin. There was no impact to the customer's blood glucose level.